Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no physical damage. Functional testing was performed but the reported issue could not be replicated or confirmed. The root cause could not be determined. No further action was taken. No serial/lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use of the cassette, the pump exhibited a "no disposable" alarm interrupting the infusion. Per reporter the cassette was subsequently attached to a different pump, and the same alarm occurred. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
Other, other text: as no lot number was provided, d4: lot number and expiration date and h4 are unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.